Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported issue. The instrument was tested for sealing by activating energy with a wet paper towel between the jaws. There was steam and bubbling noticed at the 'seal' site and the jaws and paper towel also warmed up. The instrument also passed several cut tests, cutting all along the length of jaws. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument was insufficiently sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon was experiencing sealing issues with the vessel sealer instrument and eventually cutting issues as well. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who provided the following additional information: the vessel sealer instrument was in use for at least one hour when she felt that it started to take a lot longer to seal, and eventually stopped cutting, and then the blade was stuck. There was no excessive bleeding experienced by the patient, no audible tones were noted, no error messages generated. The csr stated that there were no clips or obstruction between the instrument jaws and there was no bio debris on the jaws. The csr stated that the vessel sealer did seal, it just took a lot longer to do so. At this time there is no video recording of the procedure. The customer decided to use a different vessel sealer instrument to complete the procedure.